Manufacturer narrative:
Additional information: it is reported that the physician had difficulty passing through the lesion. It is also reported that during the deployment, but after the delivery of the stent, the handle snapped. The second stent that was implanted was placed proximal to the first stent.

Event description:
The physician was using a protege everflex self-expanding stent to treat a lesion in the left distal superficial femoral artery. The lesion was described as calcified with moderate tortuosity and moderate calcification. The device was inspected and prepped prior to use with no issues noted. A 6 f sheath and a 0.035 glidewire were used with the device. Moderate resistance was felt during deployment; the stent was delivered with difficulty. The handle of the device separated. A second stent was introduced/ placed successfully. No clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: the device was inspected and found the locking pin was tightened and no anomalies to the handle/deployment assembly or the catheter was discovered. The protégé was received with the deployment grips approximately 12cm apart. Direct light was applied to the distal end of the catheter and noted the stent was loaded and had not been deployed.